Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2016-00328. Additional information obtained through engineering evaluation clarified that the esheath liner was split approximately 8.25¿ in length from the distal tip, the distal tip was not split. Liner tearing typically results from contact with calcified vessels during the tavr procedure, and can propagate during device manipulations through the sheath, and/or during withdrawal of the sheath from the patient. This may result in blood leakage as the sheath is withdrawn from the patient; however, sheaths are typically removed expeditiously and the amount of blood loss is unlikely to result in serious injury. As reported, the delivery system was removed as a unit and there was no harm to the patient. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted. No functional testing could be performed due to the condition of the returned device (torn liner). Dimensional testing was performed and the liner thickness measurements met specifications. Evidence of scratches along the sheath shaft, it is likely that patient factors (calcification and/or tortuosity) contributed to the complaint. Complaint information indicated that the patient access vessel had mild calcification and tortuosity.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral procedure with a 29mm sapien 3 in the pulmonic position, the esheath split at the proximal end. Resistance was encountered during removal of the delivery system post valve deployment. There was nothing left in the patient but the sheath appeared split more than usual. The vessel was mildly calcified and mildly tortuous.